Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. It was reported that a patient experienced an 'electrical fault alarm'. The driveline connector was evaluated by the manufacturing representative which confirmed the reported 'foreign material' event in the driveline connector resulting in the cleaning of the driveline connector and a controller exchange. The controller was returned to the manufacturer for evaluation. Analysis of the controller confirmed the reported 'electrical fault' alarms and revealed foreign material within the controller driveline connector port. Patient servicing history revealed this is a recurring event as it occurred two weeks prior to current event. The root cause for the reported "electrical faults" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and/or the driveline/connector sealing design. The manufacturer has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Remediation: heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2015-02841 and 3007042319-2015-02842) submitted for devices related to the same event.

Event description:
It was reported from france that the controller had 'electrical fault' alarms. This patient had a similar event two weeks prior to this that required a driveline connector cleaning procedure. A representative of the manufacturer confirmed with the hospital staff that the patient could tolerate the ventricular assist device (vad) being off for short periods while the driveline and controller connectors were inspected and cleaned. Upon visual examination there were signs of contamination within both the controller and driveline and one pin within the driveline connector was tarnished. On (B)(4) 2014 a manufacturer's representative performed a driveline connector cleaning procedure per the manufacturer's specifications. Three vad disconnects were performed with each disconnect lasting approximately 60 seconds. It was stated that the patient tolerated the procedure well. The controller was exchanged during the procedure. The device was removed from service and the patient was issued a replacement device. The 'electrical fault' alarms were not able to be reproduced after the procedure. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.